Manufacturer narrative:
The reported event was micro perforation of the right ventricular (rv) lead. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The full helix extension length was measured to be within specification. A stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital and a fluoroscopy was performed revealing a micro-perforation of the right ventricular (rv) lead. No electrical anomalies were noted. The rv lead was explanted and a new passive rv lead was implanted. The patient was stable.